Manufacturer narrative:
The technician traced the issue to bad logic board. He replaced the logic board to repair the bed.

Event description:
The account alleged the brake not set alarm is not alarming when brakes are released.